Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing site: (B)(4). Manufacturing date: 19june2013. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the following event: during a procedure for a tibial nail fracture and prior to use on the patient, it was noted that the holding sleeve with locking device was not functioning properly. The holding sleeve was not locking onto the screw. Another holding sleeve was not available for use with the screwdriver. The screwdriver could be used to complete the procedure without use of the holding sleeve. The surgeon decided to use the screwdriver without the holding sleeve. There was no reported delay and the procedure was completed successfully. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product investigation was completed. The following device was returned for investigation: one holding sleeve with locking device (part number: 03.010.112, lot number: 8415458, mfg date: 19jun2013). Upon visual inspection the device is in good condition and has no observable damage on them. Measurements were taken and all measurements were within specifications mentioned in the drawings. (Calipers were used for all measurements).the complaint condition could not be replicated, and the cause of the complaint condition could not be determined. This complaint is unconfirmed. No product design issues or discrepancies were observed. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.